Event description:
This customer observed imprecise, low biased phenytoin results on one patient sample using vitros chemistry products phyt slides on a vitros 5,1 fs chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. The results were not reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt results occurred on one patient sample processed on the vitros 5,1 fs chemistry system. The definitive root cause could not be determined; however, an unknown interferent within the sample could not be ruled out. No analyzer malfunction was identified. The root cause of the event is unknown.